Event description:
The hospital reported that a patient underwent an initial knee replacement procedure. Subsequently, the patient experienced knee pain, and as a result a revision procedure was performed at hospital intercantonal de la broye (hib payerne). Sonication shows no infection.

Manufacturer narrative:
(B)(4) this final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, h1, h2, h3, h6, h10 multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00682-2, 3002806535-2019-00683-2 products have been returned to biomet UK ltd for evaluation and forwarded to the complaints product evaluation engineer for investigation. From the information provided it can be deduced that the implant was in service for approximately 1 year prior to revision. No device or manufacturing deficiencies have been identified that could cause the reported event. The complaint is not related to the function or performance of the device itself. The initial alignment of components, and hence the root cause, could not be assessed with the available information. However, as suggested by the surgeon, malalignment, which could have been caused by either the implant migration or miss-positioning during procedure, may have contributed to the early failure of the device. The following features are observed in the radiographs: medial overhang of the meniscal bearing, radiolucency underneath the tibial tray, the tibial tray appears to be short of the medial edge of the tibial plateau, femoral component appears to be positioned at an angle relative to the tibial component. The product left the company conforming. The manufacturing history records (mhrs) of the returned components have been checked and verify that the parts were manufactured and sterilised in accordance with the applicable specifications. A review of the complaint database over the last 3 years has found no similar complaints reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
The hospital reported that a patient underwent an initial knee replacement procedure. Subsequently, the patient experienced knee pain, and as a result a revision procedure was performed.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: medical product: oxf uni cmntls tib sz b rm, catalog #: 166573, lot #: 6267378. Medical product: oxford ph3 cementless fem sz s, catalog #: 154925, lot #: 6251421. Medical product: oxf anat brg rt sm size 5 PMA, catalog #: 159570, lot #: 3348624. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00682, 3002806535-2019-00683. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
The hospital reported that a patient underwent an initial knee replacement procedure. Subsequently, the patient experienced knee pain due to an infection, and as a result a revision procedure was performed.